Event description:
The pt was implanted with a left ventricular assist device. Upon x-ray examination, a potential outflow bend relief disconnect was identified. The pt was taken to the operating room for revision of the graft. On (B)(6) 2012, the pt expired and the hospital suspects the death to be pump related.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. This situation is being addressed through the MFR's correctively/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.